Manufacturer narrative:
For one of the pending events, the investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. There were no follow up actions. For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. The customer had no further issues after the service visit. For one of the pending events, the investigation found that the patient sample showed an interference. Based on the lack of data available, further investigation in regards to possible interferences could not be performed. The cause of the event could not be determined.

Manufacturer narrative:
For 1 event, a general reagent problem could be excluded due to acceptable calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined. For 8 events, the investigation determined the service action resolved the issue. For 8 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation did not identify a product problem. Frequent sample aspiration alarms suggest a pre-analytical handling issue. Additionally, the gear pump head has never been replaced; gear pump issues can cause sample carryovers and questionable results. The specific cause of the event could not be determined. For 1 event, the investigation determined the troubleshooting actions performed by the customer resolved the issue. For 1 event, based on the available data, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue. For 1 event, the investigation determined that a probe was blocked by a piece of plastic. For 3 events, the investigation is ongoing. The follow up actions for 1 event was that the customer confirmed analyzer maintenance, the gear pump pressure, and special wash cycles were ok. Customer calibration and qc were acceptable. The follow up actions for 1 event was that the customer noted that the sample probe wash station was dirty and clotted and the sample probe is probably partially clogged. The field service representative resolved the issue. The follow up actions for 1 event was that the field service engineer checked rinse levels, probes, gear pump pressure, and ran a precision check. The customer switched to a different reagent pack lot and has not had any more issues. The follow up actions for 1 event was that the field service engineer cleaned and checked the rinse station, vacuum tubing, and some valves. A reagent probe was found to be clogged and it was replaced. The follow up actions for 1 event was that the field service engineer replaced the probes and checked the rinse unit. The follow up actions for 1 event was that the washing of a probe was inadequate, so the field service engineer adjusted it. Lines were cleaned and adjustments were made. The lamp was replaced since it was not changed since (B)(6) 2020. The customer was instructed that lamps are to be changed every 6 months. Calibration and controls were correct. The follow up actions for 1 event was that the field service engineer determined that a probe ring was not tightened. The issue was resolved. The follow up actions for 1 event was that the field service engineer replaced the pressure gauge and adjusted the gear pump. Calibration and controls met the customer's specifications. The follow up actions for 1 event was that the field service engineer checked the rinse mechanism levels and the gear pump. He performed a hardware check by test performance and precision testing. He verified the hardware check by test performance and the precision results were acceptable. After service, no further complaints were reported. The follow up actions for 1 event was that the customer changed to a new reagent lot and has not had any issues since. The follow up actions for 1 event was that the field service engineer discovered a mechanical failure of the sample probe. He replaced the sample probe. He performed precision testing with successful results. After service, the customer performed calibration and qc with acceptable results. After service, no further complaints were reported. The follow up actions for 1 event was that the field service engineer verified that all rinse stations were adjusted correctly. The gear pump pressure was checked. A hardware check was performed and recovery was high. The mixer adjustments were checked. The photometer reading was high, so the lamp and heat cut filter were changed. The follow up actions for 1 event was that hardware check tests were performed. The sample was submitted for further investigation and the customer result was confirmed. The follow up actions for 1 event was that the sample was investigated and checked on two analyzers with albu2, tpu3 and iggu2. The sample was clear and did not have precipitates. The follow up actions for 1 event was that the field service engineer replaced the probe, the water pump and the gear pump head. The module was running back within specification. The follow up actions for 1 event was that the field service representative changed the sample probe, flush rinse tubing, the degasser tank, and flush reagent probe. The follow up actions for 1 event was that the field service engineer determined the sample probe was contaminated. The issue was resolved by the engineer. The follow up actions for 1 event was that the field service engineer replaced various parts and performed adjustments. The follow up actions for 1 event was that the field service engineer changed and adjusted the probe. The analyzer was confirmed to be running back within specifications. The follow up actions for 1 event was that the field service engineer checked multiple parts of the instrument and did not find a cause for the event. Precision testing results were within specification. The follow up actions for 1 event was that the field service engineer performed maintenance on the analyzer, including cleaning and lubrication of mechanisms. Pipettes, wash stations, covers, the water container, the incubation bath, and vacuum container were cleaned. Checks were performed. Calibration and controls were working correctly. There were no follow up actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
Questionable non-reproducible results were generated by the cobas 6000 c 501 module. The events involved a total of at least 36 patients with the following: 1 questionable result for total protein gen.2, 9 questionable results for ca2 calcium gen.2, 4 questionable results for hba1c iii tina-quant hemoglobin a1c iii, 5 questionable results for crep2 creatinine plus ver.2, 2 questionable results for ua2 uric acid ver.2, 1 questionable result for a1c-3 tina-quant hemoglobin a1c gen.3, 2 questionable results for ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz, 1 questionable result for ureal urea/bun, an unspecified number (at least 2) for nh3l2 ammonia, 2 questionable results for bilt3 bilirubin total gen.3, 1 questionable result for d bili direct bilirubin, 3 questionable result for lipc lipase colorimetric assay, 2 questionable results for tpuc3 total protein urine/csf gen.3, 1 questionable result for albt2 tina-quant albumin gen.2, 1 questionable result for crej2 creatinine jaffé gen.2, 1 questionable result for chol2 cholesterol gen.2. The patients' ages ranged from 7 days to 88 years. The other patients' ages were requested, but were not provided. The patients' weights ranged from 97 to 134 kgs. The other patients' weights were requested, but were not provided. There were 5 females and 4 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.